Manufacturer narrative:
G4: 29jan2020. B4: 30jan2020. The service support advised of the gas delivery system (gds) replacement for the unit. Part is on back order. This is pending repair information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 12may2020. B4: 14may2020. The gas delivery system (gds) was returned to the manufacturer's failure investigation lab for evaluation.visual inspection of the gds revealed no signs of physical damage and contamination. The gds was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned gds failed oxygen concentration accuracy testing. This failure was isolated to the u1/u2 component of the air flow sensor. The u1/u2 was replaced, and the test ventilator then passed all testing without further issue. The submitted unit failed due to air flow sensor caused by u1 drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 19feb2020 b4: (B)(6). The service support replaced the gas delivery system (gds) assembly and performed full performance tests in which the unit passed all. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14jan2020.

Event description:
The customer reported the unit kept displaying low leak-co2 re-breathing risk and proximal pressure line disconnect error. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.